Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states during the placement of catheter, it broke and blood leakage occurred. The customer reports the catheter broke at the connection with the artery and silicone while inside the pt's body. The catheter was removed and replaced with a new catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.